Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 14.9 mmol/l. The customer also reported the insulin pump was scrolling through the menu when buttons were not being pressed. Customer also stated they were unable to clear the button error alarm. The customer stated they did not drop, bump or expose the insulin pump to moisture. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. The insulin pump was received with cracked case at display window corners, cracked display window, scratched display window, broken battery tube thread and cracked battery cap.